Event description:
Reporter indicated that vns patient was hospitalized for monitoring due to an increase in seizure activity. It was reportedly unclear whether the increase was above pre-vns baseline frequency. There had reportedly not been any recent changes to the patient's drug regimen. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. It was reported that the patients's family member does not believe that use of the magnet is as effective as it had been in the past. Proper technique of magnet mode activation was confirmed; however, after numerous attempts at initiating magnet mode stimulation, only 17 magnet activations were recorded in device programming history over the past 6 months time period. Treating physician attempted to initiate magnet mode stimulation and noted that the patient did not feel the device stimulate and the activation was not recorded in the device programming history. The patient was to remain in the hospital for eeg monitoring, pending receipt of a new magnet. Additional attempts to activate magnet mode stimulation will be made upon receipt of a replacement magnet. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anormalies that would adversely affect device performance.